Event description:
Reporter indicated that diagnostic testing resulted in high lead impedance. It was reported that about the same time the pt experienced a reemergence of daytime seizures and did not perceive stimulation. Relationship of current seizures to prevns baseline is unk. X-rays were sent to the MFR, and a lead fracture was observed. Lead revision surgery is likely. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by the MFR revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.